Event description:
During acl anterior cruciate ligament repair, biosteon screw 7 mm x 23 mm was used to secure graft; the head cracked into two pieces. Surgeon reduced the head of the screw with biter and arthroscopy shaver and shaving was flushed from knee with saline. The failure did not appear to affect the stability of the graft.the stryker representative was present during the case.======================manufacturer response for wedge screw, biosteon (per site reporter).======================stryker representative was present during the case. Screws were a consignment item; representative owned them. Unknown if materials management has requested a response.